Manufacturer narrative:
An invalid manufacturer lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported she had three boxes of tampons and all of the tampon strings were missing prior to use. The tampons were not used.